Manufacturer narrative:
Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, a 25 gauge probe was not cutting during setup. The facility attempted to use a different probe, but was unsuccessful. Technical services was contacted and the customer was advised to start cutting at a lower cut rate. The probe then started to function appropriately. There was no patient involvement reported.